Manufacturer narrative:
The intellivue mx800 patient monitor was used in companion mode with an intellivue x2. The customer tried to use a different intellivue x2 device to resolve the issue, but the issue remained. The remote service engineer (rse) spoke to the customer and advised the customer to restart the intellivue mx800 patient monitor, which resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter information: (B)(6).

Event description:
It was reported the spo2 waveform and value are not displayed on the intellivue mx800 patient monitor. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.